Manufacturer narrative:
Product has been returned, and the investigation is currently in process. A supplemental report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted. N/a was selected for g4 as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection was performed and no issues were observed on the sensor patch. Data extraction was successful. The sensor was found to be in sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. The returned sensor was de-cased and visual inspection has been performed on pcba (printed circuit board assembly) and no issue were observed. The returned battery was measured and results were within specification. Observed the sensor having an issue communicating with the evaluation module (evm) after de-casing. An extended investigation has been performed on the returned de-cased sensor and no issue were observed. Attempted to extract data from returned sensor but the sensor did not read. Observed that the battery has been unsoldered and the molex connector had been damaged due to de-casing and was unable to be re-soldered/repaired due to the solder pads coming away from the pcba. Unable to perform smu (source measurement unit) testing without the molex connector connected. Therefore, this issue is unable to test. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the product was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The sensor was found to be in sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Dq_sensor_signal_low indicates that the sensor had recognized its removal due to the drop in glucose values observed in the sensor data and had terminated in which the sensor was working as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s printed circuit board assembly (pcba); no issues were observed. The returned battery voltage was measured to be within specification. Sensor would no longer communicate with evm( evaluation module). Sensor would not communicate inside test fixture. Battery was de-soldered and re-attempted with test fixture sensor still refused to communicate. Visual inspection on the returned sensor and no issues were observed. Attempt to extract data from returned sensor however sensor does not read. The returned sensor was de-cased again. Visual inspection was performed on the returned sensors pcba and it was observed that the battery had been unsoldered and molex connector had been damaged due to de-casing and is unable to be re-soldered/repaired due to the solder pads coming away from the pcba, thus unable to perform smu testing without the molex connector connected. Therefore, this issue is unable to test. All pertinent information available to abbott diabetes care has been submitted. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. This serves as a correction report. Section h11 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 110 mg/dl compared to readings of 477 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was 4 days. There was no report of death, serious injury, or mistreatment associated with this event.